Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-23726. The patient reported she became ill and lost a significant amount of weight. As a result, the patient's scs system became superficial. Subsequently, the patient underwent surgical intervention, where her system was removed. The exact date of the patient's surgical intervention is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.